Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The device falsely classified the termination of the patient atrial arrythmia. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. The device falsely classified the termination of the patient atrial arrythmia. This ra lead remains in service. No adverse patient effects were reported.